Event description:
Procedure type: lap assisted distal gastrectomy. According to the reporter: shortly after synechotomy started, the active blade was broken. No strange noise was heard and no hard material touched the jaw. The broken blade was retrieved from cavity. New device was opened to continue procedure.

Manufacturer narrative:
(B)(4).